Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pin is missing from the jaw of the pituitary. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The superior shaft is cracked at the centerline of the pivot pin. The location, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.